Manufacturer narrative:
The event was reported to have occurred "about a week and a half ago" from the time the event was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported) for peritonitis. At the time of this report, the patient outcome was reported as "got better". Action taken with pd therapy was not reported. No additional information is available.